Event description:
It was reported that the pump touchscreen was scratched and affects visibility. There was no reported adverse impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support. No additional information was provided.